Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "no audio," which was confirmed as a distorted audio condition during service evaluation. Engineering investigation reproduced the reported "no audio" condition when attaching the rear case to a known good pump. The speaker was removed from the rear case and it was found that one side of the coil wire was broken. The no audio condition reproduced during device investigation was experienced while the cases were open. This is in a manner in which the device would not be used by the customer. However, the evidence found suggests the customer did experience the no audio condition. The rear case which contains the speaker was replaced. (B)(4)

Event description:
It was reported that a spectrum pump had no audio in the telemetry care area. It was also reported there was no patient involvement.